Manufacturer narrative:
The svc rep ordered new interconnect cable assy. Received and replaced interconnect cable assy. Tested, sys operates as intended.

Event description:
Customer reported image is intermittently going black during fluoro. Sys was rebooted several times and case was completed. No pt injuries were reported.